Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed to recognize electrode connection. Upon evaluation, the r781 driven ground resistor was open. The cause of the inability to recognize an electrode connection is the open resistor. The root cause of the open resistor could not be positively identified but the damage is consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.